Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling procedure to treat stress urinary incontinence performed on (B)(6) 2007. According to the complainant, after the procedure, the patient presented with erosion and "serious bodily injuries".

Event description:
The procedure was completed per normal protocol without complications. It was noted, immediately post procedure, that the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). The lot number was reported to be 0xl6110922.

Manufacturer narrative:
Additional information was received from the complainant on (B)(4), 2010 providing device, patient, and procedural information.